Event description:
A pt was positioned on the table of the axiom luminos drf system for a long-leg examination that involves table tilting. As the left switch was activated, the table abruptly moved 30 cm downwards and then stopped with a loud noise. This incident resulted in pt bruising around tailbone area. The reported event occurred in (B)(6).

Manufacturer narrative:
On-site investigation showed the brake of the lifting base failed due to an incorrectly connected jumper. The concerned system has already been repaired. A supplemental report will be submitted once additional info becomes available. Customer's address: (B)(4). This report submitted october 8 2014.